Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. System testing found noise in the primary and secondary vectors. The physician elected to explant the system and implant a transvenous system. There were no additional adverse patient effects.